Event description:
The clinician reports the implant was inserted (B)(6) 2013 in fdi 26. Details of surgery: sinus augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility, swelling, bleeding and hypersensitivity. No further patient complications were reported.